Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic/chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 699884) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (2006,2010), parity 2 (11-6-2006,03-03-2010), preterm labour, cesarean section, colonoscopy, appendectomy, ovarian cyst, diarrhea, wisdom teeth removal, psoriasis, back pain and grand multiparity. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypothyroidism, abdominal adhesions, lower abdominal pain, menstruation increased, hematemesis, urinary tract infection, increased tendency to bruise, autoimmune disorder, ecchymosis, skin dry, muscle spasms, cramps legs, vaginal bleeding, disorder endocrine and cervicitis. Concomitant products included docusate sodium (colace), duloxetine hydrochloride (cymbalta), fentanyl, oxycodone hydrochloride;paracetamol (percocet), sumatriptan succinate (imitrex df) and tramadol hydrochloride (ultram ER). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal menstraul bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines/headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with levothyroxine and surgery (hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and menorrhagia had resolved and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression, anxiety, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pelvic pain and abdominal pain. 2 essure coils noted on right side and 3 coils on left side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic/chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (2006,2010), parity 2 (11-6-2006,03-03-2010), preterm labour, cesarean section, colonoscopy, appendectomy, ovarian cyst, diarrhea, wisdom teeth removal, psoriasis and back pain. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypothyroidism, abdominal adhesions, lower abdominal pain, menstruation increased, hematemesis, urinary tract infection, increased tendency to bruise, autoimmune disorder, ecchymosis, skin dry, muscle spasms, cramps legs, vaginal bleeding, disorder endocrine and cervicitis. Concomitant products included docusate sodium (colace), duloxetine hydrochloride (cymbalta), fentanyl, oxycodone hydrochloride;paracetamol (percocet), sumatriptan succinate (imitrex df) and tramadol hydrochloride (ultram ER). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal menstraul bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines/headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with levothyroxine and surgery (hysterectomy (full), salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain and menorrhagia had resolved and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression, anxiety, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6)2010: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received- new events -"abdominal pain and general abnormal bleeding", reporter and patient demography added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic/chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 699884) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (2006,2010), parity 2 ((B)(6) 2006, (B)(6) 2010), preterm labour, cesarean section, colonoscopy, appendectomy, ovarian cyst, diarrhea, wisdom teeth removal, psoriasis, back pain and grand multiparity. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypothyroidism, abdominal adhesions, lower abdominal pain, menstruation increased, hematemesis, urinary tract infection, increased tendency to bruise, autoimmune disorder, ecchymosis, skin dry, muscle spasms, cramps legs, vaginal bleeding, disorder endocrine and cervicitis. Concomitant products included docusate sodium (colace), duloxetine hydrochloride (cymbalta), fentanyl, oxycodone hydrochloride;paracetamol (percocet), sumatriptan succinate (imitrex df) and tramadol hydrochloride (ultram ER). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines/headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with levothyroxine and surgery (hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and menorrhagia had resolved and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression, anxiety, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pelvic pain and abdominal pain. 2 essure coils noted on right side and 3 coils on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : pelvic pain. Most recent follow-up information incorporated above includes: on 9-mar-2021: mr received. Lot number was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (2006,2010), parity 2 ((B)(6) 2006, (B)(6) 2010), preterm labour, cesarean section, colonoscopy, appendectomy, ovarian cyst, diarrhea, wisdom teeth removal, psoriasis and back pain. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypothyroidism, abdominal adhesions, lower abdominal pain, menstruation increased, hematemesis, urinary tract infection, bruising, autoimmune disorder, ecchymosis, skin dry, muscle spasms, cramps legs, vaginal bleeding, disorder endocrine and cervicitis. Concomitant products included docusate sodium (colace), duloxetine hydrochloride (cymbalta), fentanyl, oxycodone hydrochloride;paracetamol (percocet), sumatriptan succinate (imitrex df) and tramadol hydrochloride (ultram ER). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines/headaches"). The patient was treated with levothyroxine and surgery (hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs+mr received: case was updated from other event to incident. Following events were added abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), depression, mental anguish, migraines / headaches. Outcome of the event pelvic pain was changed from unknown to recovered/resolved. Reporter information,medical history,concomitant conditions,medical history and concomitant products added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.